Event description:
It was reported that the bd nano¿ pro ultra-fine¿ pen needle was unable to deliver medication. The following information was provided by the initial reporter: nothing comes out when taking injection stated, does not prime" 2 of 2.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: (B)(6) 2023 h6: investigation summary customer returned five unopened 32ga x 4mm pen needles. The needles were visually inspected under the microscope and no issues were found. Flow and flour test was also conducted, and no issue was observed on any of the returned needles. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was not able to confirm the customer¿s indicated failure. The root cause cannot be determined, since the issue was not confirmed. H3 other text : see h10.

Event description:
It was reported that the bd nano¿ pro ultra-fine¿ pen needle was unable to deliver medication. The following information was provided by the initial reporter: nothing comes out when taking injection stated, does not prime" 2 of 2.